Event description:
A healthcare facility reported via our distributor that the heaterwire alarm went off while they were using an rt125 infant breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in USA, but it is similar to a product which is sold in the USA. The 510 (k) for the similar device is k020332. Method: electrical resistance tests were carried out on the heaterwire of the returned device. Result: the resistance of the heaterwire in the inspiratory tube of the breathing circuit was slightly outside the acceptable range. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected. This suggests the resistance changed post production, during transport, storage or use.